Manufacturer narrative:
No test methods have been performed. As the product performed in accordance to specifications and the device was used in accordance with labeled indications. No conclusive evidence has been provided that supports or opposes that fact that the invisalign system aligners caused or contributed to the patients symptoms. This event is being filed as an MDR since the treating doctor considered the event was life threatening to the patients health and the invisalign system aligners were being used at that time. Device not returned to manufacturer.

Event description:
The patient reported symptoms of swollen face and eyes, hives and rash on the neck, swollen throat and difficulty breathing and swallowing. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported using an anti-allergy cream (unspecified, over-the-counter) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2016 and the patient is currently getting better. The treating doctor believes that the event was serious and life threatening to the patient.